Event description:
Customer reported receiving a low battery icon on their freestyle flash blood glucose monitor. During returned product testing, it was discovered that the unit of measurement could be changed from mmol/l to mg/dl. There was no report of death, serious injury, or mistreatment associated with this event.